Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, decrease in r-wave amplitude and an increase in capture threshold was observed. Programming changes were made.